Event description:
The customer stated that they said that every time they brushed their teeth with their toothbrush some of the little bristles came out in their mouth.

Manufacturer narrative:
This complaint has not been confirmed. The device has not been returned to the manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a product malfunction that could result in a serious injury. Toothbrush bristles have been known to become lodged in the throat, requiring medical intervention for removal. Device not returned.